Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2009. It was reported the patient's scs therapies suddenly became painful. An x-ray of the patient's system found the lead had migrated. As no lead revision or explant date has been set, the patient is not currently using her scs therapies. Follow up on the patient found no further issues reported.